Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion was procedure related.

Event description:
Related MFR ref: 2030404-2014-00057. At the conclusion of an electrophysiology study using an inquiry quadripolar ep catheter, a pericardial effusion occurred. One inquiry quadripolar ep catheter was placed in the right atrium and one was placed in the right ventricular apex. The procedure was completed and, upon removal of the catheters, the pt became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt and no further intervention was required.